Manufacturer narrative:
Investigation summary: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.

Event description:
Customer reporting 30 conflicting result, suspected to be false negative by the customer. No confirmatory testing was performed. The result is suspected to be false because a positive result was obtained when the sample cassette was run on an alternate analyzer. Report 26 of 30.